Event description:
Customer reported @ 10:26 am, device = 419 mg/dl. Customer took normal dosage of insulin. At 1:05 pm, device = 157 mg/dl. No medication was taken. At 3:28 pm, device = 38 mg/dl. Customer passed out. Paramedics were called and arrived between 4:00 & 4:30 pm. Paramedic device = 30 mg/dl. No treatment was given. Customer was given juice. Paramedics left at 6:00 pm and blood glucose = 60 mg/dl. At 10:04 pm, device = 315 mg/dl. Customer stated was not sure if they were taking the right amount of nph insulin. A request was made for return product and replacement product was sent.